Event description:
It was reported that episodes of non-sustained rv oversensing were observed via remote transmission. Review of the session revealed possible myopotential oversensing. Programming changes were made. The patient will continue to be monitored via remote transmission.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.